Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. Suspicious surgicel items found in the ot of (B)(6). No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify, what are the reported products suspicious of: suspect diversion or suspect counterfeit? Suspect diversion. How were the products purchased? From brokers (not from pharmatrade as we checked with them). Is there an indication of how the products were distributed? No. Is there any indication of the source? No. Is the vendor an authorized jnj vendor? No. Based on the packaging, is there any indication of which market the original genuine products may have come from? No. Were any of the suspicious devices used on a patient? If so, was there any patient consequence? They are used daily as consumables- no consequences tracked. Investigation summary: two pictures were received for evaluation, and it was observed a sealed sample product code 1962, lot ppb5481 and expire date on 2023-02-28. The lot number was entered in system and no results were obtained from the site responsible to produce this product; the lot number was not recognized by database of ethicon and for this reason the counterfeit could was be confirmed. The manufacturing records couldn't be reviewed as the batch number is unknown. Mw# (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. Suspicious surgicel items found in the (B)(6). No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify, what are the reported products suspicious of: suspect diversion or suspect counterfeit? Suspect diversion. How were the products purchased? From brokers (not from pharmatrade as we checked with them). Is there an indication of how the products were distributed? No. Is there any indication of the source? No. Is the vendor an authorized jnj vendor? No. Based on the packaging, is there any indication of which market the original genuine products may have come from? No. Were any of the suspicious devices used on a patient? If so, was there any patient consequence? They are used daily as consumables- no consequences tracked. Investigation summary: two pictures were received for evaluation, and it was observed a sealed sample product code 1962, lot ppb5481 and expire date on 2023-02-28. The lot number was entered in system and no results were obtained from the site responsible to produce this product; the lot number was not recognized by database of ethicon and for this reason the counterfeit could was be confirmed. The manufacturing records couldn't be reviewed as the batch number is unknown. Mw# (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: the products are not available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.